Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable elecsys ft3 iii results for 2 patients tested on a cobas 8000 e 801 module and compared to another unspecified cobas system. Patient 1 initial ft3 iii result was 18.8 pg/ml. On (B)(6) 2018 the same patient sample was tested on another cobas instrument with a result of 2.69 pg/ml. The same patient sample was then retested on the original analyzer with a result of 2.65 pg/ml. On (B)(6) 2018 patient 2 had an initial ft3 iii result of 6.35 pg/ml with a repeat result of 3.62 pg/ml. For both patients, the initial erroneous results were reported outside of the laboratory but were questioned by the physician. There was no allegation of an adverse event. The ft3 iii reagent lot was 314824 with an expiration date of 31-may-2019. The same lot of reagent was used on both analyzers. The analyzer alarm history did contain some abnormal aspiration alarms. The field engineering specialist performed decontamination of the procell syringe and an exchange of the measuring cell. The investigation did not identify a product problem. The cause of the event could not be determined. After the decontamination, the customer has reported no further issues.